Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and was missing the reservoir tube lip o-ring. The test reservoir does not stay locked into place due to reservoir tube lip damage. The insulin pump had cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a piece of plastic broke from the reservoir compartment. The customer's blood glucose was 118 mg/dl at the time of incident. The customer stated that they had to tape the reservoir in the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.